Event description:
Info was received that reported a pt was treated for infection after the infusion set was in for several days. The pt reported that her infusion site was red and pussy. The pt was admitted to the hospital for infection and elevated blood sugar levels. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.